Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. A review of the chronological data at the time of the second incident did not reveal any equipment problem. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely, there were many factors involved in the reported incidents. Specifically, upon the intervention work, the remaining tissue of the bowl did not stay intact which resulted in the perforation or delayed bleeding occurred upon the treatment of tissue. In conclusion, no determination could be made as to the cause of the events. The account is being made aware of the findings. To further address the issue, additional in-service work was performed with the medical staff at their facility in 04/2022. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit (esu/generator, model vio 300 d, part number (p/n) 10140-100, serial number (B)(4) system was involved in two (2) patient incidents upon a colonoscopy. The events were as follows: first incident on (B)(6) 2022. The equipment was used with an apc straight fire probe and the settings were "cecal setting", 20 watts, 0.8 liter/minute flow rate (note: additionally, it was reported that the screen will freeze and will need to be rebooted.). A perforation occurred and a partial cecectomy was performed to address the issue. Second incident on (B)(6) 2022. Patient was a (B)(6) white male, (B)(6). The equipment was used with an apc circumferential probe and the setting were "right colon", 20 watts, 0.8 liter/minute flow rate. Upon the colonoscopy, there was delayed bleed several days later in which another colonoscopy was performed to place clips and stop the bleeding.